Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead would not pace in the bipolar pacing configuration. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to experiencing syncope and dizziness. The right ventricular (rv) lead had high thresholds that resulted in non-capture. In addition, the lead had high impedance and an increase in bipolar impedance. A fracture was suspected. The parameters on the lead were reprogrammed and there were plans to replace the lead at the next device change-out procedure. However at the changeout, it was found that the vein was blocked and collateralized. The case was aborted and the patient will be referred to the catheterization lab for a possible lead explant. The lead remains in use. No further patient complications have been reported as a result of this event.